Event description:
The international customer reported upon power up of the ventilator it alarmed and had no flow output. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician replaced the blower to address the reported problem. Final testing was performed and passed to operating specifications. Failure of the blower as noted could result in no ventilation during normal ventilation operation.